Manufacturer narrative:
The device investigation has been completed and the results are as follows: age at the time of event, date of birth was asked but not provided. Patient's sex was asked but not provided. Patient's weight was asked but not provided. Patient's ethnicity was asked but not provided. Patient;'s race was asked but not provided. Date of event was asked but not provided. UDI had not been implemented for class ii devices in 2015. Implant date was asked but not provided. Explant date was asked but not provided. DHR results reviewed? Yes. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed?. No. The affected lot number was not available. Returned sample(s)/device inspected? Yes. The returned part was verified to be inclusive tapered implant 4.2 mmd x 10 mml x 3.5 mmp using the radiographic template. A broken cover screw head and the affected implant were returned packaged. The thread shank of the screw was fixated inside the implant. There were some nicks and dents to the internal connection of the implant most likely from the doctor's attempts to remove the broken screw and/or implant. No defects/deformations were observed on the external surface of the implant. Investigational results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the implant was defective or non-conforming as packaged based on the DHR. Root cause: the root cause for this issue is the application of a torque value higher than the recommended torque. It may be the case such that the internal threads of the implant could have some burrs or debris that prevented the cover screw from fully seating; thus, causing the doctor to continue torqueing until the cover screw fully seats. On the other hand, when placed on top of the implant, the screw head sat at the proper location. This seems to be negate the previous scenario. Thus, it is unclear what caused the doctor to apply excessive torque to the cover screw.

Event description:
It was reported that an inclusive tapered implant failed. The patient presented on an unknown date for primary procedure on a unknown tooth location. It was reported that the doctor seated the implant, but when the cover screw was seated, the top portion of the cover screw broke off leaving just the screw portion inside the implant. The doctor removed the implant and replaced it with another.